Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the batteries passed visual inspection. Functional testing of (B)(6) revealed that the battery was unable to charge when connected to a battery charger. During functional testing, test equipment was unable to read the battery status due to a communication problem with the main integrated circuit (ic). Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inability to communicate to the main integrated circuit. An attempt to reset the main ic was able to reestablish the battery's functionality. Functional testing of (B)(6) revealed that the battery was unable to charge or provide power due to an enabled safety flag. This safety flag is enabled due a memory corruption within the gas gauge integrated chip (ic) that monitors the battery and reports information to the controller. This memory corruption causes the battery to become inoperable. An attempt to reset the main ic was unable to reestablish the battery's functionality. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a memory corruption of battery (B)(6), triggering a safety flag that rendered the unit inoperable and a fault of the integrated circuit that controls the battery (B)(6). CAPA (B)(4) is investigating this battery issue. Additional products: d1: battery d4: (B)(6) h3: yes h6: img code(s): g02013 h6: FDA method code(s): b01 an internal investigation is pending. A report will be sent when root cause for the internal investigation has been determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an update to the product event summary and annex c and d codes. Product event summary: based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported events has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Additional products: d4: serial #: (B)(6) h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dvfc3d4 ICD and 6947m62 lead implanted (B)(6) 2017. A dditional products: heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2022 / serial #: (B)(4) UDI #: (B)(4) device evaluated: no. Mfg date: 07-jan-2021 labeled for single use: no. Patient ime code(s): (B)(4). Imf code(s): f26. Img code(s): (B)(4). FDA device code(s): (B)(4). Additional information has been requested regarding the log files for this event, but it was not available at the time of this report. If log files investigation is performed, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of the batteries was not charging, and another battery was not providing power and was not recognized by the controller. The batteries were removed from service. No patient complications have been reported as a result of this event.